Event description:
Surgeon reported that when he placed definitive head on to exeter stem, the head fit loosely. After impacting with head impactor and mallet, the head was able to be removed by hand. Another head was opened and used.

Manufacturer narrative:
An event regarding a siz/fit issue involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: a visual inspection of the returned part noted nothing remarkable dimensional inspection: a dimensional inspection was carried out on the returned part using inspection guidesheet , (B)(4). The returned device was noted to be dimensionally within specification. -medical records received and evaluation: no information was received for review with a clinical consultant. No adverse impact to patient was noted. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined, the returned device was found to be dimensionally in specification and functionally correct. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reported that when he placed definitive head on to exeter stem, the head fit loosely. After impacting with head impactor and mallet, the head was able to be removed by hand. Another head was opened and used.